Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 12:13:57. During night drain cycle one, the patient's ultrafiltration reading was 662ml, indicating the home patient (hp) drained 662ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device?s therapy log revealed the user had an ultrafiltration (uf) volume of 662 ml during therapy initiated on (B)(6) 2011 at 12:13, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the user had a partial fill of 628 ml on (B)(6) 2011 at 12:40:40. The user's actual drain volume during cycle 1 was 1291 ml on (B)(6) 2011 at 13:11:07. The actual drain volume of 1291 ml is 129.1% of largest prescribed fill volume (lpfv) of 1000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.